Manufacturer narrative:
Product analysis: analysis of the patient cable found that the grey plastic of the cable connector was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a complete failure of the external pulse generator (epg) and the insulation on the connector was broken. It was further reported that the atrial and ventricular cable patient cables were returned for evaluation as associate products and subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.